Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2008 the patient presented with preoperative diagnosis: degenerative disc disease, l4-5 and l5-s1, with discogenic back pain and minimal left leg pain and underwent: through a left sided separate fascial incision l4-5. Smith-peterson osteotomy. At l5-s1, smith-peterson osteotomy with complete laminectomy and decompression on the opposite side at l4-5 and l5-s1. Resection of epidural scar tissue in excess of 5cm. Local bone graft harvest. Discectomy and disc space preparation of l4-5 and l5-s1 with interbody fusion. Placement of a 10x30 mm interbody fusion cage filled with local bone graft and half a sheet of bmp at l5-s1. Placement of a 10x30mm interbody cage measuring 12x30 mm filled with local bone graft and half sheet of bmp at l4-5. Non-segmental pedicle screw instrumentation from l5 to s1 using 6.5x45mm screws in l4 and l5 pedicle and 6.5x40mm pedicle screws in the s1 pedicle. Posterolateral fusion with local bone graft, bmp, and 5ml of vitoss with decortication of the l4 and l5 transverse processes in the sacral ala. Right sided separate fascial incision. Segmental pedicle screw instrumentation as on the left side and application of a 70mm rod with set screws. Posterolateral fusion with decortication of the l4 and l4 transverse processes in the sacral ala on the right side through a separate fascial incision with 5ml of vitoss and the remainder of local bone graft and then half sheet of rhbmp-2/acs. As per op notes: ¿prior to the insertion of the cage local bone graft bone graft and a half a sheet of bmp was placed in the interspace and another half was placed in the cage prior to insertion. The posterolateral fusion was then facilitated by decorticating the l4 and l5 transverse processes bilaterally through separate fascial incisions, as well as the sacral ala- 5ml of vitoss with local bone graft and half of a sheet of rhbmp-2/acs was placed in either posterolateral gutter.¿ post operatively patient alleged unspecified injury due to use of rhbmp-2/acs

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.